Event description:
Information received states that pump had experienced error code 45. Error occurred twice on same date (B)(6) 2011.

Manufacturer narrative:
Investigation found that pump had experienced error code 45 in pump's history. New pump software was installed.